Event description:
It was reported that an occlusion alarm occurred. Customers blood glucose (bg) was high on continuous glucose monitoring. Customer changed pump supplies to address the issue and bg. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Cartridge was reloaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.